Event description:
It was reported that the patient underwent a surgical procedure to revise his artificial urinary sphincter (aus) for unspecified reasons. Cuff and balloon of the existing aus were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. The patient experienced recurring incontinence . No adverse patient effects.